Event description:
The pt was revised because of osteolysis and loose hip stem.

Manufacturer narrative:
Only a partial lead measuring 4.8 cm from the connector pin was returned. The lead was received 3.8 years after explant.

Event description:
Information received from the field notes that the patient fainted and was taken to the emergency room. Telemetry strips showed some pauses due to ventricular oversensing. Inhibition and noise were seen on the ventricular lead at sensitivities of 1.0 mv and 2.0 mv in the bipolar configura- tion. The patient was pacemaker dependent. Therefore, the device was replaced.